Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Quality control (qc) data was within range and system checks passed. The fse inspected the instrument and did not note any hardware issues. Testing of the sample by bec confirmed the presence of a patient source interference likely related to alkaline phosphatase. As stated in the accutni instructions for use, "other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Carefully evaluate the results of patients suspected of having these types of interferences."

Event description:
The customer reported obtaining reproducible elevated troponin I (accutni) results for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system. The initial result generated on the access 2 (serial number (B)(4)) was 0.66 ng/ml. The patient was transferred to a different facility due to the elevated result. Testing at the alternate facility using an istat and other undefined methods yielded negative results. The patient was then transferred back to the original facility. There is no additional report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument. The customer sent the patient sample to bec to test for patient source interferents.

Manufacturer narrative:
(B)(4).